Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant high results for 2 patient samples tested for elecsys t3 on a cobas e 801 module. Patient 1 initial result was > 651 ng/dl. The repeat result was 135 ng/dl. Patient 2 initial result was 304 ng/dl. The repeat result was 141 ng/dl. No erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The t3 reagent lot number and expiration date were not provided. Abnormal aspiration alarms were observed on the alarm trace. Instrument maintenance was last performed on (B)(6) 2018. The measuring cell was last replaced on (B)(6) 2018. The field service engineer (fse) visited the customer site and decontaminated the procell syringe and replaced the measuring cell. The customer has not had any further issues since the service visit. Neither a general instrument or reagent issue were identified. Based on the data provided, the investigation did not identify a product problem. The cause of the event could not be determined.